Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 alarms noted during testing. No unexpected alarms or beeping during testing. Pump¿s history and trace files downloaded successfully using thump software. During download history review no relevant alarms confirm in download history files to confirm complain code. Pump was cut open to perform visual inspection and found corrosion damage on the electronic assembly. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1.the sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked keypad overlay. Alleged pump error 43 and no current code/category were not confirmed during testing or found in the pump history files. Exposed to moisture confirmed on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump that keeps beeping and sensor lasting, pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1885. The troubleshooting was performed, and the customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. Mmt-1885 will be returned for analysis.